Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, it was noted that the balloon did not hold pressure and the popped on the elevator. The procedure was completed with another cre rx biliary dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, it was noted that the balloon did not hold pressure and the popped on the elevator. The procedure was completed with another cre rx biliary dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on july 13, 2022. It was clarified that the balloon did not burst but instead the balloon had pinhole.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and h6 (device codes). Block h10: investigation results the returned cre rx biliary dilatation balloon was analyzed and a visual examination found that the catheter was kinked approximately 5.5cm from the bifurcation. No damages were found on the balloon. A functional evaluation was performed by attaching the device to an alliance inflation system. The balloon was inflated without a problem and no damages were found. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. No damages were found on the returned balloon and it inflated properly during functional testing. Therefore, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.